Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm® volbella¿ with lidocaine in the lips. Three months later, patient felt hardening and swelling in certain areas of the lip. Palpable but not visible nodules formed in the hardened areas. Over the next 6 days as nodules gradually increased in size, they developed pain and inflammation. Patient was treated with dexamethasone alin intramuscularly and advil® 400mg orally every 8 hours for 3 days. Edema resolved, but nodules remained palpable. One week later, nodules were massaged without improvement. Patient was then treated with radiofrequency via ultrasound. Patient was prescribed meticorten orally once daily for 5 days, then half a tablet once daily for 3 days. Patient came back for a second treatment of radiofrequency was performed in the affected site. Nodules and hardening are still palpable, without showing any improvement; the inflammation and pain has decreased.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm® volbella¿ with lidocaine in the lips. Three months later, patient felt hardening and swelling in certain areas of the lip. Palpable but not visible nodules formed in the hardened areas. Over the next 6 days as nodules gradually increased in size, they developed pain and inflammation. Patient was treated with dexamethasone alin intramuscularly and advil® 400mg orally every 8 hours for 3 days. Edema resolved, but nodules remained palpable. One week later, nodules were massaged without improvement. Patient was then treated with radiofrequency via ultrasound. Patient was prescribed meticorten orally once daily for 5 days, then half a tablet once daily for 3 days. Patient came back for a second treatment of radiofrequency was performed in the affected site. Nodules and hardening are still palpable, without showing any improvement; the inflammation and pain has decreased.